Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. During preparation, the two-way stopcock was easily separated when the stopcock was opened and closed. The connection was confirmed again, but it came off right away. A new wds was opened and prepared, inserted into the body through the was, and deployed in the laa. During the first deployment, the deployment position was distal so a partial recapture was performed. During the second deployment, it was found that the tip of the device was blocked by the pectinate muscle behind the laa and the device was not sufficiently deployed. There was no increase in pericardial effusion in the imaging and transesophageal echo (tee) and a partial recapture was performed again. The sheath was placed up to the anchor of the device and deployment was performed again while the tip of the laa was confirmed through imaging. During the third deployment, the device was fully deployed but the branch on the posterior side could not be closed. When the images were reviewed during deployment, it was observed that the contrast medium had a leak from the tip of the device frame. Tee imaging also showed an increase in the pericardial effusion beside the ostium of the laa. There was no significant change in the vital signs and a decrease of the left atrial pressure was not observed. The device met release criteria and the device was released. Protamine was administered, observation was performed in the operating room, and the pericardial effusion was evaluated again through tee, but no obvious increase or change in vital signs was observed. The procedure was completed and observation was performed in the cardiac care unit. The following day, there was no increase in pericardial effusion and the patient was doing fine. Anticoagulants will be resumed, and observation will be performed for several days. Additional aspirin will be considered.